Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the catheter lab, the catheter was inserted. When the contrast agent was injected into the catheter, 12ml/sec using an injector (medrad corp), the catheter burst at the juncture hub. The injection pressure was 323psi and, per the customer, "within spec." As a result, the catheter was exchanged. There were no reported pt complications.